Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to rise above a safe level, although the specific value was not known. The customer addressed the high blood glucose by administering a correction injection through manual delivery. The technical support team resolved the issue by sending a replacement pump with updated software, which the caller acknowledged and understood. The customer also confirmed understanding of the instructions to put the pump into storage mode, return it within 10 days, and program their settings into the new pump. No third-party assistance was required. Customer reverted to an alternative method of insulin therapy.